Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows the distal portion of a microcatheter. The microcatheter is observed cut with a cut stent component protruding. No other damages can be seen as the rest of the devices are not shown in the photo. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9426812. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting a stenosis in the c6 segment of the internal carotid artery (ica) with the target vessel reportedly tortuous; the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / (B)(6)) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / (B)(6)) and could not be further advanced. The physician tried to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and stent and replaced them both with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x) to complete the procedure. There was no negative patient impact and no clinically significant delay in the procedure. A photo was included in the complaint. The product analysis team will review the photo. On 14-jul-2025, additional information was received. The information confirmed the angioplasty procedure was targeting a stenosis at the c6 segment of the internal carotid artery (ica). The target vessel was tortuous. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. Aside from the premature detachment, there was no damage noted on the stent / stent delivery system. The information confirmed that the replacement devices were another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The investigation is documented below. Investigation summary: a decontamination pouch was returned. Visual inspection was performed. The inner pouch was empty; the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was not returned in the pouch. The reported issue of the stent being impeded and subsequently became prematurely detached cannot be confirmed as the device was not returned, only the empty pouch. This investigation is considered complete at this time; if additional information is received at a later time, this investigation will be updated, and further actions can be taken as needed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9426812. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.